Event description:
Baxter service center reports leak in cassette of homechoice set used for automated peritoneal dialysis (apd) therapy. Leak was identified by the service center when moisture was noted in pneumatic area of returned homechoice device. No patient injury was reported at time of device return.